Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device performed a sudden equipment shutdown. The patient had bradycardia. It was reported that medical intervention with cardiac massage and medications was required. After that the patient was stabilized.

Manufacturer narrative:
The affected device was examined onsite and the logfile of the device as well as the picture of the display were made available for further investigation at the manufacturer´s site. Based on the log file review the reported event could be verified; however, there was no indication for a device malfunction found. The reported sudden shutdown (¿warmstart¿) of the complete system on the 18th of may corresponds with a usage of the rockerswitch and was not connected to a device failure. Furthermore, the log file shows that the device detected a deviation in the pressure measurement on the date of event and posted an accompanying alarm message around the time of event to inform the user about the problem. The log file entries indicate that this alarm message was caused due to fluid in the breathing circuit. The flow sensor top cover (flap) supports the heating function. A heating fan is located behind the expiratory port of the ventilator and serves to avoid condensation inside the expiratory flow sensor during ventilation. Furthermore, it improves the stability and accuracy of the expiratory flow measurement. In case of a malfunction of the heating function, condensate may drop out inside the flow sensor depending on the level of humidity and ambient temperature which may impair the expiratory flow measurement. The device will post visual and auditory alarms, if monitored parameters would leave the set alarm thresholds. In addition, cracks in the housing of the display and battery issues were reported but were not seen to be in context with the adverse event. The device reacted as specified to a detected deviation in the pressure measurement and posted an accompanying alarm message to inform the user about the problem. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an impairment of the pressure measurement audible alarms would be posted to inform the user about the problem. However, manual ventilation with an alternate device may be considered necessary. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that the device performed a sudden equipment shutdown. The patient had bradycardia. It was reported that medical intervention with cardiac massage and medications was required. After that the patient was stabilized.

Event description:
It was reported that the device performed a sudden equipment shutdown. The patient had bradycardia. It was reported that medical intervention with cardiac massage and medications was required. After that the patient was stabilized.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.